Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a battery failure. No patient harm was reported.

Manufacturer narrative:
Corrected. The field service engineer confirmed the reported problem. There was no part replaced due to the device being out of warranty.

Event description:
The customer reported a battery failure. There was no patient involvement.